Event description:
It was reported that the ventilator was falling off the rolling cart. Reportedly, the treading was stripped. There was no patient involvement. The customer was provided with part number of the retention plate. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that the foot retention plate was replaced to address the issue. The unit was return to use.